Event description:
It was reported the patient experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was unknown. It was reported that the hernia had worsened with peritoneal dialysis therapy as it had gotten bigger. The patient was not hospitalized for the event. The patient underwent hernia surgery as treatment for the event. At the time of this report, the patient was recovering from the hernia and hernia surgery. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Should additional relevant information become available, a supplemental report will be submitted.